Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the involved da vinci product to perform a failure analysis. The high resolution stereo viewer (hrsv) monitor was analyzed, and the investigation did not replicate or confirm the customer-reported issue. System logs did not indicate any faults corresponding to the reported event. A visual inspection revealed no abnormalities related to the issue. The monitor was installed on a printed circuit assembly (pca) test system, where it started without errors. The image quality was sharp, with no noise or tint. The system was left idling for one hour, during which no issues were observed. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not reproduce the reported problem and proactively replaced the high-resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the hrsv monitor.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon side console (ssc) intermittently lost the left eye image. The system in use was a dual ssc setup, with the image functioning properly on the other ssc. There were no error or warning messages displayed on the system. The procedure continued as the surgeon switched to the alternate ssc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system did not have any errors/issues when it was powered on during the procedure set-up. The customer was able to complete the case with the original configuration and no injury to the patient.